Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the right atrial (ra) lead exhibited high thresholds and the screw-in fixation had failed. The ra lead implantation was "given up" and will not be replaced. No patient complications have been reported as a result of this event.